Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with moderate calcification, mild tortuosity, and restenosis. It was noted that the lesion was not pre-dilated with a 1mm larger balloon. The 5.5 x 120 mm supera self-expanding stent was implanted. Imaging then showed the stent was elongated to approximately 40-50% and part of the stent was implanted in healthy tissue. Therefore, a non-abbott balloon-expandable stent was deployed inside the supera stent for additional treatment. The target lesion was treated, ending the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Based on the information provided, the reported difficulties appear to be use related. It is likely that inadequate pre-dilatation of the target vessel as instructed in the IFU contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.